Manufacturer narrative:
Medwatch sent to the FDA on 06/13/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complain[ed] of abdominal pain and frequent vomiting. It was performed eda that confirm balloon with presence of air - hyperinflation." Device was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 28-jul-2017. Device evaluation summary: the device was returned to the apollo device analysis laboratory. A visual examination was performed on the device, and noted the deployed balloon was discolored, as the shell and center patch were blue in appearance. White particulate matter was noted on the outer surface of the shell and center patch. A sample fill tube was used for testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings near the radius of the shell. Under microscopic analysis, all four openings were noted to have striated-edges, consistent with damage from a surgical tool and device removal activities. White particulate matter covered approximately 15% of the outer surface of the shell, and approximately 80% of the center patch. White particles were noted on the inner surface of the valve channel, and the slit valve was noted to be discolored, and was blue in appearance.